Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son experienced low blood glucose. Blood glucose reading was 36 mg/dl. The customer stated they did not had continuous glucose monitor last night and that why they were not aware about their low blood glucose. It was unknown how the customer treated for their low. The customer declined to troubleshoot for the low blood glucose incident. The customer's mother gave him lots of carbohydrates to bring his blood glucose up. It was unknown if the customer was using auto mode or not. The pump will not be returned for analysis.